Event description:
The beckman coulter act diff hematology instrument generated low wbc, plt and high rbc, hgb, hct results for one patient with an instrument generated flag for the platelet result. The sample was rerun with higher wbc, plt and lower rbc, hgb, hct results. The specimen was also run on a reference instrument with results similar to the rerun sample. Reference results were considered correct and reported out. Erroneous results were not reported outside the laboratory. There was no death, serious injury or change to patient treatment as a result of this event. Service was not dispatched for this event; however, customer technical specialist (cts) had the customer remix and rerun sample with results correlating to results from the same sample run on a reference instrument. A review of oracle service history on (B)(4) 2011 from this account shows no further activity has occurred for this event. Root cause based on review of data provided is most likely related to inadequate sample mixing. The patient¿s results are indicative of inadequate sample mixing. Per bci labeling: when wbc and plt results are too high or low and hgb and rbc are opposite, too low or high, the probable cause is the sample was not mixed adequately before aspiration.

Manufacturer narrative:
The unique beckman coulter identifier is (B)(4).